Event description:
A customer experienced a "high" (> 500 mg/dl) blood glucose most of the day. The following history was provided but no specific time frame given for when the readings occurred: 284 mg/dl, 241 mg/dl, 499 mg/dl and high. Upon changing her pod, the customer noticed the cannula appeared kinked. The device will be returned for evaluation.

Manufacturer narrative:
The pod was returned for evaluation. The investigation found no issues that would have resulted in insufficient or restricted insulin delivery to the user. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion - fluid was seen exiting the tip of the cannula. The needle mechanism was tested and was found to deploy as intended. There were no signs of an internal insulin leak. However, due to pulse data being lost, it could not conclusively be determined whether the drive had functioned as intended during operation. Since no issues were found during the evaluation, we cannot confirm that the pod was not a contributing factor in the customer's high bg levels. No conclusion can be drawn. The omnipod's user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Lot qualification records were reviewed and determined to have passed all acceptance criteria.